Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited premature end of life and was in vvi back-up mode.